Event description:
A patient reported blood glucose results of 221 mg/dl, 41 mg/dl, 181 mg/dl and 161 mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or<=20 mg/dl thereby indicating a potential malfunction of the meter in terms of precision. A check strip test was performed and the reault fell within specifications. Meter and test strips were replaced.